Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient right leg weakness has improved however, remains present and the patient remains in in-patient rehab. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was paralyzed after their implant surgery. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was new right leg motor deficit following implant. The rep noted that the intrathecal lead placement was confirmed post-operatively via CT. The rep tested impedances during the initial placement with values ranging from 1,100-2,400 ohms. The rep reported that leads were explanted. Additional information was received from a hcp on (B)(6) 2019. The hcp reported that the ins was implanted on (B)(6) 2019 but the leads were removed on the same day because ¿it was causing her problems.¿ the hcp clarified the ¿problems¿ ¿ believed the patient was experiencing right leg weakness and back pain. The hcp wanted to know if the patient was eligible for thoracic and lumbar MRI with only the ins implanted. The hcp assumed the symptoms started on (B)(6) 2019 but was unable to confirm. No further complications were reported.